Event description:
Ecoflx 250 ml empty mixing container, premature ventricular contractions free are the product in question. The plastic port accessible during compounding lends to coring when manipulated only once across multiple bags/incidences. These bags are used for compounding neonatal intensive care unit total parenteral nutrition's at our institution. No adverse events occurred directly linked to degraded product in total parenteral nutrition; however, it is not appropriate for dispensing due to potential for adverse events leading to increase product waste and barriers to patient care.

Event description:
Additional information received on 04/21/2026 for report mw5185618 to update reporter's contact information.